Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and eight months later, the patient presented with abdominal pain. After two years and eight months, computerized tomography-chest and abdomen/pelvis showed that pulmonary emboli present in right superior and inferior lobar, segmental and subsegmental arteries and left superior and inferior segmental and subsegmental arteries. After one month, computerized tomography of abdomen and pelvis showed that an inferior vena cava filter in situ with unchanged migration of the struts beyond the wall of the inferior vena cava, one strut again inseparable from the posterior wall of the aorta, another strut extending into vertebral body. After five months, computerized tomography scans of the abdomen and pelvis were performed with and without intravenous contrast material was performed which showed an inferior vena cava filter was identified located below the levels of the renal veins. A portion of the struts extend beyond the margins of the inferior vena cava. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.